Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated thedxc 700 au clinical chemistry analyzer, and identified the failure mode as a defective mix bars. The fse replaced the mix bars to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of erroneous results on multiple analytes, including bicarbonate and blood urea nitrogen, on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. Patient demographics were not provided.